Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7868048 at t10. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2023-02812, 1627487-2023-02813. It was reported that the patient's leads had high impedances. X-rays were taken of the leads which showed a slight migration as well as scar tissue build up. No falls were reported. Surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was restored.